Event description:
A baxter service technician reported an infusion pump with an 810:04 failure code that was found in the device's event history during service. Baxter's quality management contacted the facility's biomedical engineer who stated that there was no report of any patient injury or medical intervention caused by the failure of this device, and that this pump came from the clinical floor but was not in use on a patient when the failure occurred.